Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited a code 1003 indicative of battery voltage too low for the projected remaining capacity. This pacemaker was successfully replaced, and no additional adverse patient effects were reported. This pacemaker has not been returned for analysis.